Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (cable pulled from dn) has been confirmed. Upon evaluation the a-b assembly cable was pulled from the distribution node, cause a front end failure in which the electrodes could not properly monitor a cardiac signal. The cause for the damaged cable cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the pulled cable. The patient received a replacement electrode belt.

Event description:
During servicing of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt was found to have a cable torn from the distribution node. The patient was issued a replacement electrode belt.